Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the 30th of march they turned the stimulation up to 6.5, but when they looked at it yesterday it had gone down to 2.95 all by itself and now it wouldn't let them go up any higher than 2.99. Caller stated they were seeing upper limit reached. Agent reviewed upper limit with the caller and redirected caller to healthcare provider to further address the issue.